Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage and removal difficulty occurred. The 99% stenosed target lesion was located in the moderately tortuous, calcified distal left circumflex artery (lcx). A 2.50x12mm promus element stent delivery system (sds) was advanced but would not cross the target lesion. During withdrawal of the promus element sds difficulty was encountered. After removal of the promus element sds, it was noted that the distal edge of the stent was damaged, "lifted up". The procedure was completed with another 2.50x12mm promus element sds. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).